Event description:
Notes from the cardiologist: "the patient has had dilated ischemic cardiomyopathy and has a dual-chamber ICD implanted. The patient had an ICD generator change within the last year. At that time, he had some demonstrable dysfunction of his atrial pacing electrode. A left subclavian vein occlusion was demonstrated by venography and attempts at replacing his atrial lead were then abandoned. On recent analysis, his atrial lead is found out to be nonfunctioning and the patient has as a result become symptomatic with fatigue, shortness of breath and decreased exercise tolerance due to loss of av synchrony..." "The atrial lead is nonfunctional on analysis of his device interrogation by the company representative." The md also noted in the consultation that "this lead has only been present for 4 years". The patient underwent laser lead extraction and replacement of his right atrial pacing electrode. The patient tolerated the procedure well and "the patient reports prior to discharge that he has markedly improved with restoration of av synchrony. Analysis of his device by the company representative prior to discharge showed maintenance of normal pacing and sensing in all leads." Note: the patient is from another state and we do not have previous medical history.